Event description:
Reported false positive sars result for 1 symptomatic consumer (2 days post onset of symptoms). The consumer communicated the result was confirmed by alternate rapid antigen testing. 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.